Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by corrosion. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated. One reported event had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.